Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 3.0mmx20mmx135cm (4f) sterling balloon was advanced for dilation. However, during inflation, it was noted that the balloon was leaking. Subsequently, a balloon pinhole was noted after the inflation. The procedure was completed using an alternate device. No patient complications were reported.